Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted. Concomitant products: part: 103209 name: taperloc por fmrl 17.5x155 lot: 565620, part: 157450 name: m2a-magnum mod hd sz 50mm lot: 137430, part: us157856 name: m2a-magnum pf cup 56odx50id lot: 990940. Multiple MDR reports were filed for this event. Please see associated reports:0001825034-2017-02369, 0001825034-2017-02384, 0001825034-2017-05234.

Event description:
It was reported that a patient was revised approximately 10 years post initial implantation due to pain, and metallosis. During the procedure it was noted that there were large osteolytic lesions along the posterior aspect of the stem that distended, probably two inches which was filled with metal debris. There was also another osteolytic lesion posterior to the acetabulum, filled with metal debris.

Manufacturer narrative:
Review of the op notes confirmed the reported event. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.